Manufacturer narrative:
S/w 4.11c. Retainer ring = clear. On march 28, 2021 the customer passed away. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0877 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. Please see below for the customer's daily total of all insulin delivered surrounding the date of 26-mar-2021 and the days prior to that date. There was no data listed after 03/26/2021. The pump passed the functional testing. (B)(4).

Event description:
It was reported via phone call that the customer passed away at home on march 28, 2021. The cause of death was heart attack. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. No further information was given. The insulin pump was returned for analysis. The case is reported on basis of failure analysis.